Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 90 mg/dl, 200 mg/dl and 175 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for return of the affected product.

Manufacturer narrative:
This medwatch report is for one of the possible suspect devices used, as customer was unsure of which system was used to test. (B) (6).